Event description:
Last friday, (B)(6) 2016 owner noted some blepharospasm and facial stiffness but thought nothing of it. This monday, dog came back in the clinic and is a textbook early case of tetanus with the classic risus sardonicus, etc. We have started aggressive treatment and amputated the affected leg mid-femur. Pre-existing conditions: briefly, a young (around (B)(6) mixed breed (B)(6) kg f dog) was found and rescued by one of our technicians. The dog had a healing tibial fracture that was still painful, so a cast was placed. Dog did well for about 5 weeks, when she developed a pressure sore associated with the cast. Cast was removed, wound treated and debrided and packed with honey, started on ampicillin, later changed to cephalexin based on c/s. Wound has been lavaged, rebandaged, etc several times under sedation and has continued to progress. Outcome to date: worse/declining/deteriorating. See scanned pages.